Manufacturer narrative:
The reported event of a little kink at the tip of the delivery system was confirmed. Gross morphological examination revealed a small protrusion at the tip of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event is consistent with damage recapturing the occluder.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
After having deployed an asd device in cobra shape, the physician has removed the delivery system and device out of the patient. Then he noticed the little kink at the tip of the delivery system. By changing the ds, the same device could be deployed in a proper way. Patient is stable.